Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 583 mg/dl on their blood glucose meter. The consumer administered 12 units of insulin based on the result. Subsequently, the consumer experienced a hypoglycemic event causing her to pass out. The consumer woke up and had emergent food intake to raise her blood glucose level. It was suggested to the consumer to follow-up with her hcp. The consumer described herself as a brittle diabetic. The meter and test strips used during the event will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.